Event description:
The doctor was not happy with the size of the "bite" he was getting, so he angled the ctii, but then the suture passer met with resistance, thus the doctor withdrew the device so we could see what was happening. It was as he was demonstrating what he was doing that we realized he was "hitting" the sides of the suture guide. After he started inserting and retracting the suture passer more quickly with more force, it was then he noticed the plastic shavings-he then started experimenting further to show that it could happen when in a pt as well. The doctor "closed" the pt manually."

Manufacturer narrative:
The c-t ii port closure, 10/12(mm) involved in this event was not returned to coopersurgical for evaluation. The complaint is still under investigation by our engineering department. (B)(4).